Manufacturer narrative:
H6: investigation summary: no photos or samples were received with the customer's complaint of missing lids. Without any photos or sample for testing, the complaint cannot be verified and the root cause remains unknown. According to the DHR review process, the result showed there were no issues reported as missing lids during the manufacturing process reported additionally. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. Potential root cause: non-controlled method to ship partial boxes to end user (re-packaging process). Non controlled handling within distributor facilities. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Event description:
It was reported that 10 sharps coll chemo 19gal yellow were missing their lids. The following information was provided by the initial reporter: "we have recently received #2 orders of sharps/hazardous bins without any lids. There are 5 bins per order, so we are short #10 lids."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 10 sharps coll chemo 19gal yellow were missing their lids. The following information was provided by the initial reporter: "we have recently received #2 orders of sharps / hazardous bins without any lids. There are 5 bins per order, so we are short #10 lids."